Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the described issue and the faulty touch screen was replaced with an led touch screen. The service representative cleared the pump memory and subsequent testing found no further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A root cause investigation (B)(4) has been initiated for this type of issue to determine a root cause and if further corrective actions are required. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive post-procedure. There was no patient involvement.